Event description:
It is reported that the patient was revised due to fretting corrosion at the modular head/neck junction, white milky substance, and elevated metal ion levels.

Manufacturer narrative:
This report is being amended to reflect changes. The femoral head and poly liner were returned for further review. Dimensional measurements of the femoral head conformed to print specifications where measured. Sem images confirmed the presence of dark debris on the femoral head female taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper consisted of chromium, cobalt, carbon, oxygen, phosphorus, calcium, titanium, molybdenum and vanadium. The reported devices are used for treatment. The poly liner conformed to print specification where measured. Three screw holes and damage to the liner consistent with extraction damage was noted. Device history records for the lot codes associated with the head and liner were reviewed. No deviations or anomalies were noted in the manufacturing process. No device or image was provided of the stem taper. Device history record review and complaint history review could not be performed as product lot code is unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no prior complaints for the part-lot combinations for the head. Based on the information provided a likely cause for the reported issue is stem to head taper junction corrosion. A specific cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.